Event description:
It was reported that after initial training and cartridge fill, the user's blood glucose rose steadily and remained high overnight while using the ilet with a steel infusion set. The caregiver observed the infusion set¿s anchor piece lacked the pitchfork connection, indicating the set was not properly connected and the user was not receiving insulin, after which the user was reconnected and guided through site troubleshooting and education. Symptoms included hyperglycemia with a reported glucose value of 430 mg/dl confirmed by fingerstick. Outcomes included no health consequences or impact and no hypoglycemia. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, with a usage problem identified and an improper or incorrect procedure or method related to not reconnecting infusion set after disconnecting. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.